Event description:
It was reported that during the procedure in the proximal and distal left circumflex artery, a balance middleweight universal (bmw) ii guide wire was delivered. During advancement and withdrawal of unspecified devices over the guide wire, resistance was felt. The guide wire was exchanged for another bmw universal ii guide wire and the procedure was completed successfully. There was no adverse patient effect and no clinically significant delay in the procedure. In the opinion of the physician, there seemed to be a coating issue with the guide wire. There was no peeling of the guide wire. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The missing coating was unable to be confirmed. The difficult to position/remove could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection and chem analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.